Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina and positive functional study. During the index procedure, a resolute onyx drug eluting stent was implanted in the left circumflex (lcx). Approximately 7 months post index procedure, the patient suffered acute coronary syndrome. Target vessel myocardial infarction is reported to have occurred. This was treated , 1 day later , with a revascularization of the lcx with a resolute onyx drug eluting stent and 2 non-medtronic stents implanted in the lcx. The investigator assessed that the event is not related to the study device and unlikely related to the antiplatelets. Patient recovered.

Manufacturer narrative:
Cec adjudicated 404 - tlr-percutaneous intervention - clinically driven and non-q-wave mi (target vessel) as a non event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure the graft of the second obtuse marginal was treated. Event was treated with thrombectomy and the implantation of 3 des in the svg to 2nd obtuse marginal. Cec adjudicated the mi as non q wave mi (target vessel), mdt extended historical spontaneous- no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed mi as a non q wave mi (target vessel) mdt extended historical spontaneous. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure the cx was treated. If information is provided in the future, a supplemental report will be issued.